Manufacturer narrative:
The ge representative conducted an onsite investigation. The service representative replaced a fuse on the workstation. The system was tested and operates as intended.

Event description:
The customer reported that the monitors on the 7900 system would not turn on. No pt injury was reported.